Manufacturer narrative:
We were made aware that our electronic submissions failed and were not received by FDA. A CAPA was opened to address this issue and this report is being electronically resubmitted to correct the error of the first failed submission. (Submitted on 08/17/2023) distributor, importer and manufacturer are under the ws audiology compliance system.

Event description:
In this event, the end user went to his health care provider ((B)(6) 2023) and it was discovered that the dome of the ha was stuck in his ear and had caused an infection. Patient was unaware at the time that dome had been stuck in ear. User was advised by the health care provider to go to urgent care. Patient went to health care provider for follow up appointment ((B)(6) 2023) and his infection has cleared up; patient is feeling better. Device was not returned by user for investigation. Investigators tested 30 samples of the ear tip dome and each sample met the pull test requirements (withstand 400g load longer than 10 seconds without falling off) instructions for use are illustrated on the product packaging to ensure proper insertion of eartip 3.0 prior to use. Recommend user to follow the user guide instruction to change the eartip 3.0 regularly to avoid any incident.